Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack/piece broken off. The piece broken off where reservoir was inserted. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1885 was requested and customer response was the device was been returned for analysis

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: partially broken retainer, broken reservoir tube lip, missing o-ring (reservoir tube), cracked keypad overlay at select button, stained keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer and broken reservoir tube lip was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.